Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of the reported septic loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. The reason for the infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. A review of the sterile certificates was performed and the sterile lots were accepted to the requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) - 300-30-08 - equinoxe preserve stem 8mm. (B)(6) - 314-13-34 - equinoxe cage glenoid l, post aug, right. (B)(6) - 300-50-45 - 4.5mm short rep plate. (B)(6) - 310-00-50 - equinoxe, humeral head, extra short, 50mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02582. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Approximately 7 months post-op, the patient experienced deep continuous pain that progressively worsened. At approximately 16 months post-initial procedure, the patient underwent a revision procedure to address infection and septic loosening. No further impact to the patient was reported. No other information is available.